Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. 1 remaining sensor performed bicarbonate buffer test per (B)(4). Sensor failed per spec with high readings.

Event description:
Customer reported via phone call that he calibrated the sensor and got a calibration error. Customer then calibrated again and got a change sensor alarm. Customer removed the sensor and the cannula was bent. Customer's blood glucose was 156 mg/dl. Customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.